Manufacturer narrative:
One 7f, quadripolar, large curl, xls, livewire tc ablation catheter was received for evaluation. Electrode 1 displayed an acceptable resistance value; however, the thermistor was out of specifications. Dissection revealed that the flat wire insulation was torn and the insulation for the red and green thermistor/thermocouple wires were abraded in the same location, consistent with the short circuit detected and the reported ablation issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the abraded wire remains unknown.

Event description:
This report is to advise of a short circuit found during analysis.